Manufacturer narrative:
Section a2: exact age was not provided. Account indicated age is between 70 and 79 years. Section a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - medical device problem code 3191: no code available (dissatisfaction - quality/design) section h6 - health effect - clinical code 4581: no code available (incision enlargement). Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was cut and removed after implantation due to a crack observed at the center of the optic. Through follow-up we learned that an incision enlargement and sutures were performed. After the procedure, the patient complained of swelling of the cornea and the eye's appearance had changed. During a post-operative examination on (B)(6), the patient presented with corneal edema. Account indicated that during the initial surgery healon ophthalmic viscosurgical device (ovd) was used at room temperature. The ovd was introduced from the cartridge canopy, and only ovd was used. The healon was removed from the tray and inserted through the canopy at an angle of about 45 to 60 degrees and a sufficient amount was used. The healon did not penetrate the case containing the iol. The plunger was pushed rapidly and at a constant rate until it was stuck and it was locked after half rotation for about 10 minutes. It is unknown how many rotations the plunger did and the iol was discharged within 1 minute. The device was set up by the physician and no feeling of resistance was noted . No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 08-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was reviewed. Displayed was the implantation of a lens and damage could be observed in the center of the optic. Due to the video quality no further evaluation could be performed from the provided video. The complaint device was inspected under magnification. The lens was received cut in half and coated in viscoelastic. The lens was cleaned and no further issues were observed. The handpiece presented with stress marks on the cartridge/cartridge tip however these stress marks were in specification for a used device. The cartridge tip was observed to be slightly misshaped. Viscoelastic residue was observed to not be distributed through the cartridge evenly. The lens module was inspected and no issues were identified. The handpiece assembly was inspected and no issues were identified. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.